Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) led an evaluation of six devices. Four sulus were received fully applied. Two sulus were received displaying a full complement of staples. The microscopic evaluation of the four sulus noted no abnormalities. The clinical instrument was received. Functionally; the four sulus were reset. The sulu unloaded and loaded repeatedly without difficulty. The sulus and instrument were cycled with acceptable results. The two sulus unloaded and loaded repeatedly without difficulty. The sulus and instrument were applied to test media with acceptable results; the knife cut completely and cleanly and the staple lines were properly formed. The firing knob could be advanced and retracted without any hang-ups. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. Analysis concluded there were no assembly component related failures. Should new information become available, the file will be re-opened and the investigation summary will be amended as appropriate. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
During an open right hemicolectomy procedure, the device partially fired and did not fire. The reporter is not sure whether the stapler or reload had issues. The surgeon placed the device across the tissue, closed, and started to fire. The stapler knife assembly moved forward about 15mm and stopped. No amount of force could push it forward. Surgeon retracted and removed the stapler. Used a new reload and applied the stapler where the first staple line ended. With this reload the stapler firing knobs would not move forward at all. A surgical intervention was needed, resected more colon tissue than originally planned. Would not have been able to complete the anastomosis without removing additional colon tissue. There was tissue loss.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, as per the additional information received, patient¿s past medical history: colon cancer. Status of the patient: recovering well.